Event description:
Same case as 2134265-2012-06566. During preparation for a it was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. During preparation the physician was testing the speed of a 1.75mm rotablator burr and the burr came into contact with the 330cm rotawire guide wire and cut the wire. The procedure was completed with another 1.75mm rotablator burr and a 330cm rotawire guide wire. No patient complications were reported and the patient's status is stable.

Event description:
Same case as 2134265-2012-06566. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. During preparation, the physician was testing the speed of a 1.75 mm rotablator burr and the burr came into contact with the 330 cm rotawire guide wire and cut the wire. The procedure was completed with another 1.75 mm rotablator burr and a 330 cm rotawire guide wire. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).